Event description:
An ipp device was implanted on 9/17/93. The right cylinder was revised on 1/27/94. The left cylinder was removed on 1/22/97. The entire device was removed from the pt on 2/17/97 due to infection and erosion.